Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection and a pressure test was performed and a leak was observed at the level of the replacement y-connector. The line was observed to be cut. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6) hospital. Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line of one unit of prismaflex m100 during priming. There was no patient involvement. No additional information is available.